Manufacturer narrative:
Incident is from 2016. Specific date is not known at this time. Procode is not known at this time. The 510k# is not known at this time. Date of device manufacture is not known at this time.

Event description:
There was no alarm to indicate the device was too close to the magnetic field. There was no reported patient harm.

Manufacturer narrative:
Further clarification reveals the issue was no audible alarm of the magnetic field was provided by the MRI monitor. The issue was discovered during planned maintenance activities. The alarm card ((B)(4) was returned to ge healthcare engineering for investigation in which the cause was determined to be a single component failure: the sonitron buzzer in the alarm card was not working. The alarm leds and the circuits of the alarm card were functioning correctly. The magnetic field alarm functionality is as follows: "when the magnetic field where the MRI monitor is located gets stronger than 150 g, yellow light is lit in the high magnetic field alarm led on the front panel of the shield. When the magnetic field gets stronger than 250 g, the led starts blinking red and an audible alarm is triggered. When the monitor is turned on, the high magnetic field alarm alarms once."